Manufacturer narrative:
The manufacturer's bench repair technician evaluated the device and confirmed the reported problem, which was traced to a faulty etco2 module. The customer did not accept the quote for repair. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module, the replacement for which was advised. The customer declined the quote for repair. The device was returned to the customer and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that an incorrect co2 test is displayed when trying to calibrate the co2. There was reportedly no patient involvement.

Event description:
It was reported that an incorrect co2 test is displayed when trying to calibrate the co2. There was reportedly no patient involvement.